Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead and cardiac resynchronization therapy defibrillator (crt-d) exhibited low out of range shocking lead impedance measurement of 0 ohms in one vector. Boston scientific technical services (ts) discussed that 0 measurement would suggest electromagnetic interference (emi). Additional information obtained that the patient had been at the chiropractor getting transcutaneous elective nerve stimulation (tens) therapy; however, there was no information provided if the device was checked after the therapy was performed. The system remains in service. No adverse patient effects were reported.